Manufacturer narrative:
Narrative field; new updated and corrected information is referenced within the update statements in describe event or problem. Please refer to statement dated 25oct2016 in describe event or problem. Evaluation summary a male patient reported that the injection button on his humapen ergo ii moved down quickly without clicking sounds after being pressed and the dose was inaccurate. The patient experienced hypoglycemia. The device was not returned to the manufacturer for investigation (batch (B)(4), manufactured july 2013). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical trends with regard to dose accuracy or high injection force. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring dose accuracy and device functionality with a high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) male (B)(6) patient. Medical history included hypertension. Concomitant medications included metformin, acarbose and rosiglitazone for unknown indications. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) injections (humulin 70/30 100 u/ml) via cartridge, through a reusable pen (humapen ergo ii), 28 units each morning and 18 units each evening subcutaneously for the treatment of diabetes mellitus beginning in (B)(6) 2013. On an unspecified date in (B)(6) 2015 he was hospitalized for one week in order to prevent diabetes complications. Further details were not provided. Between the (B)(6) 2016 his humapen ergo ii broke down and because of that his blood glucose was fluctuating (no values reported) with postprandial glucose of 10 (no units reported) ((B)(4)/ lot 1307d02). On (B)(6) 2016 he received emergency treatment of glucose transfusion for symptoms of hypoglycemia. This event was considered serious for medical significance. He improved from the hypoglycemia. Information regarding outcome and corrective treatment for the remaining events was not reported. Human insulin isophane suspension 70%/ human insulin 30% treatment was continued. The user of the humapen ergo ii and his/her training status were not reported. The general humapen ergo ii model and suspect humapen ergo ii durations of use were of approximately thirty five months. The humapen ergo ii was continued. The reporting consumer did not know if the events were related to human insulin isophane suspension 70%/ human insulin 30% or the humapen ergo ii. Follow-up cannot be obtained as the reporter cannot be contacted. Update 03oct2016: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update 12-oct-2016: information regarding the follow-up attempt received on 09-oct-2016 from the psp. The reporter hung up the phone; hence follow-up information could not be pursued. Now this case will be considered as lost to follow-up and if new information arrives, then the case would be updated. Updated narrative with lost to follow-up statement. No more changes made in case. Update 18-oct-2016: upon internal communications on 28-sep-2016 a (B)(4) was processed accordingly. No changes were made to this case. Update 25oct2016. Additional information received 24oct2016 from the product complaint safety database. To the device tab entered the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, and the narrative was updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) male han patient. Medical history included hypertension. Concomitant medications included metformin, acarbose and rosiglitazone for unknown indications. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) injections (humulin 70/30 100 u/ml) via cartridge, through a reusable pen (humapen ergo ii), 28 units each morning and 18 units each evening subcutaneously for the treatment of diabetes mellitus beginning in (B)(6) 2013. On an unspecified date in (B)(6) 2015 he was hospitalized for one week in order to prevent diabetes complications . Further details were not provided. Between the (B)(6) 2016 his humapen ergo ii broke down and because of that his blood glucose was fluctuating (no values reported) with postprandial glucose of 10 (no units reported) (product complaint pending/ lot 1307d02). On (B)(6) 2016 he received emergency treatment of glucose transfusion for symptoms of hypoglycemia. This event was considered serious for medical significance. He improved from the hypoglycemia. Information regarding outcome and corrective treatment for the remaining events was not reported. Human insulin isophane suspension 70%/ human insulin 30% treatment was continued. The user of the humapen ergo ii and his/her training status were not reported. The general humapen ergo ii model and suspect humapen ergo ii durations of use were of approximately thirty five months. The humapen ergo ii was continued. The reporting consumer did not know if the events were related to human insulin isophane suspension 70%/ human insulin 30% or the humapen ergo ii. Update 03oct2016: upon review, this case was opened to update the medwatch fields for regulatory reporting.